Manufacturer narrative:
Device was used for treatment, not diagnosis. The event date was reported as (B)(6) 2015; however, it is unclear if the device was actually broken on this date. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the end of the small trial implant 9mm present in the loan set no.1 was broken, making it impossible for its connection to the trial implant holder. The complaint issue was detected before surgery therefore there was no surgical or patient involvement or surgical delay. This report is 1 of 1 for (B)(4).